Event description:
The reporter stated that the surgeon was inserting a single piece toric silicone lens model aa4203tl in the eye and the lens tore. No pt injury reported. Further info was requested, but none forth-coming. If more info is received, a supplemental MFR report will be sent.